Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the subject device exhibited a " no image" issue. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and provide a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the "no image output" occurred because the video function did not function properly due to the cable failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited a " no image" issue. There was no patient impact. No harm was reported due to the event.